Manufacturer narrative:
The customer performed system cleanings and maintenance. The field applications specialist installed rack adapters into the sample racks and straightened the reagent bead mixer. The field service engineer replaced the reagent bead mixer and discovered a higher rotor segment. The investigation is ongoing.

Event description:
The initial reporter received questionable tsh elecsys cobas e 200 v2, elecsys total psa, and elecsys free psa immunoassay results for three patients tested on a cobas e 411 disk. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. On (B)(6) 2021 and at 11:58, patient 1's initial total psa result was 0.071 ng/ml. On (B)(6) 2021 and at 12:27, patient 1's repeat total psa result was 1.09 ng/ml. On (B)(6) 2021 and at 12:52, patient 1's free psa result was 0.26 ng/ml. On (B)(6) 2021 and at 11:55, patient 2's initial tsh result was 0.01 uiu/ml. On (B)(6) 2021 and at 12:24, patient 2's repeat tsh result was 1.94 uiu/ml. On (B)(6) 2021 and at 12:29, patient 3's initial tsh result was 0.007 uiu/ml. On (B)(6) 2021 and at 13:32, patient 3's repeat tsh result was 0.39 uiu/ml. The total psa reagent lot number was 506547 with an expiration date of 31-mar-2022. The free psa reagent lot number was 528641 with an expiration date of 30-jun-2022. The tsh reagent lot number was 533578 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The customer confirmed the samples tested were 13 x 100 mm. Per product labeling, "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.